Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a pd infection. It was not reported if the patient was hospitalized for the event. The cause of the event and treatment details were unknown. On an unreported date, pd therapy was withdrawn "during the treatment",( mode of dialysis therapy was not reported). At the time of this report, the patient had recovered. No additional information is available.